Event description:
It was reported that the lemo connector had a broken pin and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The lemo connector was replaced. The system was tested and found to be working as intended and placed back into service.